Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during use in an unspecified surgical procedure, it was observed that two pins dropped out of the battery oscillator handpiece device. According to the report, the pins did not fall into the patient, they fell away from the patient and they were found and disposed of. There was a ten minute delay to the surgical procedure due to unwrapping and unpacking the spare device. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. During the pre-repair diagnostic assessment it was observed that the device was functioning as intended and passed all tests. The device was disassembled. During a visual inspection, no heavy wear and tear of the device was observed. It was observed that there were two broken pins on the device. Therefore, the reported condition was confirmed. It was determined that the coupling tool side was loose. The assignable root cause was due to a production issue and improper construction and/or design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.